Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had not detected on bus failures. A field service engineer reseated all the cables in the back for drawer and cleared all debris under pockets, loose medication to resolve the issue . The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 3.2 in u800b main was constantly failing pockets and not detected on the bus, preventing users from accessing medications. The customer reported that users were still able to retrieve medications either from another machine or directly from the pharmacy, and there was no delay in dispensing medications to the patients due to this failure. There were no adverse events or injuries reported based on this event.